Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of an right ventricular (rv) lead the pin was bent, a "strange signal" was observed and low r waves were observed. The lead was not used and a replacement lead was used instead. No patient complications have been reported as a result of this event.